Manufacturer narrative:
(B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. Procode is krd/hcg. (B)(6). The initial reporter email address is not available / reported. [Conclusion]: the healthcare professional reported that during the procedure, the physician attempted to insert the 1.00mm x 4.00cm galaxy g3 mini coil (glm910040 / 30366486) was being inserted into the concomitant sl-10® microcatheter (stryker), but the complaint coil got stuck on the introducer. There was an intense resistance felt even though the complaint coil was pushed. It was reported that continuous flush was maintained through the microcatheter and excessive force was not applied on the device. The complaint coil was replaced with another coil and the procedure was completed. There was no report of any patient adverse event or complication as a result of the reported issue. The complaint coil was returned for evaluation and analysis. The investigational finding is documented below. Investigation summary: the non-sterile 1.00mm x 4.00cm galaxy g3 mini coil was received for analysis. The returned device underwent visual inspection. The embolic coil was observed protruding from the introducer. No other damages nor anomalies were observed. Microscopic inspection was performed. The embolic coil was observed mechanically detached from the rest of the device and in damaged condition. Functional test could not be performed due to the condition of the embolic coil. A review of manufacturing documentation associated with this lot (30366486) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. As part of cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. The complaint documented that the complaint coil was being inserted into the concomitant microcatheter but the coil became stuck on the introducer and an intense resistance was felt even though the coil was pushed. Visual inspection of the returned device noted that the embolic coil was protruding from the introducer. This observation confirmed the reported issue that the coil was stuck on the introducer during the attempt to insert it into the microcatheter. Under microscopic magnification, the embolic coil was observed mechanically detached and in damaged condition. This observation is likely related to the reported intense resistance that was felt when the coil was being pushed in the attempt to advance it through the microcatheter. The intense resistance likely resulted in some force that may have been inadvertently applied during the attempt to push the coil through the microcatheter which likely contributed to the coil in mechanically detached and damaged condition as observed during the microscopic inspection. It should be noted that product failure is multifactorial. Although no conclusion could be reach on the cause of the reported event, the instructions for use (IFU) contains the following recommendation: ¿ if unusual friction is noticed during advancement or retraction of the microcoil system through the introducer, open the rotating hemostasis valve (rhv) main valve, and partially withdraw the distal end of the introducer to expose its tip within the rhv. Tighten the rhv main valve and flush the y-connector of the rhv with sterile saline and verify that fluid exits the slit in the clear portion of the introducer. After flushing, reinsert the introducer into the infusion catheter hub as described in ¿microcoil placement¿ section above. Premature detachment and coil damage are known potential issues associated with the use of microcoil in endovascular embolization procedures. The instructions for use (IFU) provides proper handling instructions for the device to prevent such issues from occurring. The complaint originally reported that the complaint coil was impeded in the introducer and as a result, could not be advanced through the microcatheter. The mechanically detached and damaged condition of the coil suggest that force was applied, likely inadvertently during the attempt to advance / push the coil through the microcatheter even though continuous flush was maintained. Enough force was applied that resulted in the coil becoming prematurely detached and damaged. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. In addition, devices undergo 100% inspection at final assembly for the condition of the embolic coil. Thus, it is not likely that the 1.00mm x 4.00cm galaxy g3 mini coil left the manufacturing facility with the embolic coil in the condition as the returned device was in: mechanically detached and damaged as observed during the microscopic inspection. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the procedure, the physician attempted to insert the 1.00mm x 4.00cm galaxy g3 mini coil (glm910040 / 30366486) was being inserted into the concomitant sl-10® microcatheter (stryker), but the complaint coil got stuck on the introducer. There was an intense resistance felt even though the complaint coil was pushed. It was reported that continuous flush was maintained through the microcatheter and excessive force was not applied on the device. The complaint coil was replaced with another coil and the procedure was completed. There was no report of any patient adverse event or complication as a result of the reported issue. The complaint device was returned for evaluation. During the microscopic inspection of the returned device, the embolic coil was observed mechanically detached and in damaged condition. Based on the product analysis on 31 may 2021, this event has been deemed MDR reportable as a ¿malfunction.¿